Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic adrenalectomy the seal of the device, was broken though it was less than an hour. A new device was used due to the concern of pneumoperitoneum gas leakage. The broken part came with the forceps when removing, so nothing fell into the patient's cavity. The procedure was completed with another device. There was no patient injury.